Event description:
It was reported that: "patient was in ICU. Noradrenaline was running through one lumen and propofol through another. It was noticed that the propofol was mixing back into the noradrenaline extension line." "Nil procedural complications on insertion (B)(6) 2024. Placement confirmed with ultrasound and xray- ready for use. Nursing staff noted propofol aspiration from lumens and fluctuating blood pressure (noradrenaline infusion) and dilution of propofol into noradrenaline. All extension lines had infusion pumps attached. Possible catheter rupture? Cvc removed and replaced with another. Alternative medication used until cvc was removed and new one inserted to treat the unstable hemodynamics (unstable blood pressure)".

Manufacturer narrative:
(B)(4). Section d.4. Unique identifier (UDI)# corrected from (B)(4). The customer report stated that an 8.5 fr x 16 cm catheter was used. However, the customer returned one 8.5 fr x 20 cm catheter for evaluation. Based on the information provided from the customer, the returned sample will be investigated as a representative sample at this time. If additional information is received, or if additional samples are received for investigation, the complaint file will be updated accordingly. No signs of use were observed on the returned catheter. Visual inspection of the catheter revealed no obvious defects or anomalies. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with the reported kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter lumens were flushed using a lab inventory syringe. All lumens were individually flushed and no signs of leakage, blockage, or interhuman crossover were observed. The returned catheter was then tested, which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to a lab leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. The extension lines were connected to the leak tester, and when individually pressurized, no catheter backflow, crossover or leaks were detect-ed from any portion of the catheter. No catheter defects were observed during testing. Based on the results of functional testing, the reported event could not be reproduced with the returned sample. Therefore, the complaint is not confirmed. A manual tug test confirmed that each luer hub was securely attached to its respective extension line. A DHR review was performed on the reported finished good and batch with one potential finding. Non-conformance was initiated for "swg does not pass freely". This non-conformance is not related to the reported event; therefore, it is not a relevant finding. The instructions-for-use (IFU) provided with the reported kit warns the user, "ensure catheter patency prior to use. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." The customer report of catheter interlumen crossover could not be confirmed through investigation of the returned sample. All lumens passed functional leak testing performed, no evidence of backflow or interlumen crossover was observed with any of the lumens. The customer reported that an 8.5 fr x 16 cm catheter was used, however the device returned for evaluation was an 8.5 fr x 20 cm catheter. The customer believed that the defective device was an 8.5 fr x 16 cm, so they were unclear how the returned device was a 20 cm catheter. Therefore, based on the information provided from the customer and the investigation findings, the complaint cannot be confirmed, and the root cause is undetermined. No functional defects or anomalies were identified with the returned sample; however, it cannot be determined if this was the actual sample or a representative sample. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "patient was in ICU. Noradrenaline was running through one lumen and propofol through another. It was noticed that the propofol was mixing back into the noradrenaline extension line." "Nil procedural complications on insertion (B)(6) 2024. Placement confirmed with ultrasound and xray- ready for use. Nursing staff noted propofol aspiration from lumens and fluctuating blood pressure (noradrenaline infusion) and dilution of propofol into noradrenaline. All extension lines had infusion pumps attached. Possible catheter rupture? Cvc removed and replaced with another. Alternative medication used until cvc was removed and new one inserted to treat the unstable hemodynamics (unstable blood pressure)".